Event description:
This report has been identified as b. Braun medical internal report number (B)(4). As reported by the user facility: venatech lp filter implanted into patient on or about (B)(6), 2011 after being diagnosed with deep vein thrombosis ('dvt) and pulmonary embolui ('pe'). On or about (B)(6), 2022 patient underwent diagnostic imaging. Examination of the imaging by a qualified expert radiologist showed multiple struts fractured in the vicinity of the lower thoracic spine. Patient is at risk for future migrations, fractures and perforations from the retained venatech lp filter, and faces numerous health risks, including the risk of death. Patient will require ongoing medical care and monitoring for the rest of his life. It should be noted the actual product code was not listed in the document and a batch number was not provided to assist in verify the actual product code. The product code used is the code for the vena tech lp filter as listed in the document.